Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA. The report condition could not be confirmed as the clinically applied unit was returned fully fired.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples were missing and there was artery trauma. The hospital has no additional information at this time.